Event description:
As reported by the affiliate, this complaint is from a clinical study. However, the complaint prod was not the cypher implanted at the target of the clinical study. The study target lesion was the proximal left anterior descending artery. In a subsequent procedure, percutaneous coronary intervention (pci) was performed and the complaint prod was deployed in the proximal circumflex. 11 month after the second pci, the pt complained of chest pain and was hospitalized. Coronary angiography was conducted on the following day and 90% focal restenosis was observed in the cypher deployed in the proximal circumflex. The lesion was pre-dilated with a 2.75x8mm balloon at 18 atm before a 3.0x8mm taxus stent was deployed at 18 atm inside of the cypher stent. The residual diameter stenosis measured 0%. The pt was discharged three days later in stable condition. Pci was performed on a lesion in the proximal left anterior descending artery (lad) with 65% stenosis present. The lesion was pre-dilated with a 3.0x20mm balloon at 10 atmospheres (atm) before a 3.5x18mm cypher stent was deployed at 20 atms. Post-dilatation was conducted with a 3.5x18mm balloon at 20 atm. Intra-vascular ultrasound (ivus) was conducted. The residual diameter stenosis measured 5%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Pre-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, cilostazol 200mg/day, nifedipine 60mg/day and nitroglycerin 192 milligrams/day. Intra-procedure medications included heparin, 6000 units. Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day, cilostazol 200mg/day, nifedipine 60mg/day. At 26 months later, the pt complained of chest pain. Coronary angiography revealed 90% restenosis of a bare metal driver stent previously deployed in the proximal circumfles. Approximately 20 days later, to treat the restenosis, rotoblation was conducted. Then a 3.0 x 18mm cypher stent was deployed inside of the driver stent at unknown inflation pressure. The residual diameter stenosis measured 0%. Additional details regarding this procedure are not available. The pt was discharged two days later.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it is similar to the us distributed product. It is also not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt.